Event description:
The customer reported a clear leak from the unicel dxh 800 cellular analysis system. The instrument was generating 'low event d' errors when the leak was noticed. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing at port 1 of the distribution valve (dv) was disconnected. The fse reattached the tubing, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(4).